Event description:
Customer stated that their meter was not working so they replaced the batteries because they had received a reading of "hi". A review of the system was attempted but the pt did not have the necessary testing supplies. Upon further discussion with the pt, they stated that after receiving readings of 56 mg/dl, hi and hi they went to the hosp where they received a reading of 68 on their meter. The customer was asked to return the meter for further eval and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.